Event description:
Customer reported the insulin pump alarmed sensor error and senor was just inserted. Troubleshooting was performed. Customer's blood glucose level was 130 mg/dl. Alerts verified in the history. Sensor was inserted on abdomen six inches from navel. Alert occurred after initialization. Sensor appeared to be fully inserted and flushed with the skin. Customer reported needle hub came out with serter. Advised of what may cause and how to prevent issues with serter. Determined transmitter is functioning correctly. Customer advised to replace sensor, customer stated the used sensor was in a j shape. No further information reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.